Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to moisture damage on electronic assembly. The moisture damage was noted on motor assembly. Analysis was unable to perform the excessive no delivery test due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that insulin pump went blank. Blood glucose at the time of incident was 174mg/dl. The customer states he has been off the pump and reverted to insulin pen. The customer stated that the battery cap was not damaged or corroded. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture recently. Troubleshooting was not able to resolve the issue. The customer stated that the display did not return after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis. The device will be returned for analysis.